Event description:
An abutment has fractured. The surgeon had to perform an add'l surgical procedure to remove the abutment from the implant. The implant is still in the pts mouth. Pt injury has not been reported.